Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device was tested with 190 series scope and the issue was unable to be replicated. The evaluation uncovered the top cover, bottom chassis and front panel chassis was corroded. The evaluation also found the video connector was in fair condition and the software version was up to date. It was recommended the patient board be replaced as a possible cause for the reported event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the evis exera iii video system center screen was red static lines when used with 190 series scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, it is possible that the red static lines were caused by a faulty patient board. However, the definitive root cause of the red static lines could not be determined. Olympus will continue to monitor field performance for this device.